Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at the time. A call was placed to technical services on (B)(6) 2017 stating that noise ra channel appears to be electrocautery from medical procedure on (B)(6) 2017. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).